Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument failed when its wire snapped while retracting and holding tissue, during normal articulating movement. This failure is directly related to the instrument¿s movement. Physical damage occurred at the distal end, where a broken cable and detached wire are visible.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.